Manufacturer narrative:
D10: 300-30-06 - equinoxe preserve stem 6mm (B)(6), 315-35-00 - glnd kwire (B)(6), 315-35-00 - glnd kwire (B)(6), 320-06-42 - glenosphere 42mm (B)(6), 320-15-05 - eq rev locking screw (B)(6), 320-15-08 - sup/post aug plate, r rs glenoid baseplate (B)(6), 320-20-00 - eq reverse torque defining screw kit (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6), 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm (B)(6), 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm (B)(6), 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm (B)(6), 321-52-10 - 3.2mm k-wire, thd, short 2 k-wires per pack (B)(6), 322-10-00 - humeral adapter tray, +0 (B)(6), 322-42-00 - 145-deg pe 42mm hum liner +0 (B)(6), 531-55-88 - ergo gps 3.2mm drill kit sterile (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported via a clinical study, that a 65 yo male patient, who had a right rtsa, reported having multiple subluxation events without trauma. Action taken was sully bracing. Outcome indicates continuing. Possibly related to the device and the procedure. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were added/corrected: h6: clinical code, medical device problem code, component code, type of investigation, investigation findings, investigation conclusions the cause of the patient¿s shoulder subluxation reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Subluxation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.